Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the reservoir. The customer's blood glucose reading was 450 mg/dl. The customer treated with the pump. The customer stated that the no delivery alarm was recurring. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised to change the entire infusion set as soon as possible. The customer declined to troubleshoot for high readings. The customer was advised to return the reservoir for analysis.